Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultra meter was displaying the battery indicator. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred around three days earlier at approx 9:00 pm. The pt also reported that she felt weak, shaky, and had cold sweat on original day at 3:00 am after she had taken her usual dose of lantus (46 units) at night. At the time of troubleshooting, it was verified that this was not a new product. It was discovered that the pt had not changed the battery per the owner's manual (use error). This complaint is reported because the pt alleged that the battery indicator displayed on the meter and she experienced symptoms of low blood glucose after taking her usual dose of insulin. Replacement products were sent to the lay user/pt.